Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited multiple pacing impedance measurements of greater than 3,000 ohms. R-waves and pacing thresholds are stable. In addition, the ICD delivered one inappropriate shock due to atrial fibrillation.